Event description:
It was reported that the device was used during a sigmoidectomy, there was a crack on the gasket part. Another device was used to complete the case. There were no adverse consequences to the pt.